Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a zelante thrombectomy system with an unknown guidewire inside. The pump and supply line were microscopically examined and it was observed that the outer shaft had a small bend in the tubing. Functional testing showed a leak in the outer shaft 24cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that an error message displayed. An angiojet zelantedvt catheter was selected for a thrombectomy procedure. They used it once during the procedure inside the patient. Then the console displayed an error message stating "check catheter- might be kinked." It was unknown if this issue occurred during power pulse or thrombectomy mode. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable. However, device analysis revealed that there was a leak in the outer shaft 24 cm from the tip.